Event description:
Per the clinic, the implant magnet was explanted (specific date not reported) due to discomfort. Additional information has been requested but has not been made available as of the date of this report.